Event description:
It was reported that the patient was brought in to the clinic to attempt to demonstrate the patient notifier feature of the device. It was unable to feel the device vibrate. Therefore, the device will be explanted, but a procedure date has not been scheduled yet.